Event description:
The facility's biomedical tech reported that a colleague infusion pump failed to alarm when an IV bag was empty. At 16:45, a 500ml bag of amniodorone was set as a primary infusion and a secondary infusion with a 100ml bag of amniodorone was added as a bolus bag. The primary bag was lower thant the secondary, as intended, and the secondary bag was connected to the y-site of the primary line above the pump. The nurse programmed the pump in the primary mode at a rate of 600ml/hr, volume to be infused of 100ml, and started the infusion. The nurse noticed that the primary bag started to drip at the same time as the piggyback, so she clamped the primary IV set below the drip chamber. The pump delivered the desired volume of 100ml (as programmed) and started a kvo rate (keep vein open), "normal pump operation". The nurse then selected "label" in the guardian software for amniodorone and selected the "guardian profile". The nurse programmed the rate in the guardian at 33.3ml/hr and a volume to be infused of 199ml. The nurse started the infusion and walked away. At that time, the piggyback was still connected to the primary line and the clamp remained closed on the primary line. At 22:00, the nurse changed the rate again to 16.2ml/hr, entered a new volume of 200ml, pressed start, and walked away. At 07:00, the pump alarmed "air detected". The secondary bag was found empty and reportedly, there was air in the tubing and the tubing was collapsed. Reportedly, the pump still continued to add the volume infused when in fact; nothing was being delivered (because the secondary bag had only 100 - 120ml and the primary line remained clamped). The biomed reported the pump should have alarmed "occlusion" since the tubing was collapsed. According to the biomed, no pt injury or medical itnervention was reported. Though requested, no additional info was provided regarding pt's demographics, diagnosis and status, other medication involved, concentration of amniodorone, and set up of the pump.